Event description:
It was reported that the tandem-provided charging supplies were warm to touch and began melting. Replacement tandem-provided charging supplies were sent to the customer and the customer continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.